Event description:
It was reported that the patient underwent heart transplant. Inotropes were initiated. Of note, the pump restarted unexpectedly post-shutdown and explant. A log file analysis was requested for assistance with the sequence of events leading to the pump restart.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump restarting unexpectedly was not confirmed nor reproduced. A review of the submitted controller event log file (d9250913) spanned approximately 1 hour (12jul2024 from 16:30:32 ¿ 17:24:09 and 27sep2024 per time stamp). Data captured in the events recorded on 12jul2024 appeared consistent with the patient's transplant procedure. The intentional pump stop button was pressed on 12jul2024 at 16:42:58. The pump returned back above the low-speed limit at 16:43:11 due to either the pump start button being hit or the intentional pump stop countdown being aborted. The intentional pump stop button was pressed again at 16:54:32. At 17:18:18 the alarm silence was pressed and cleared the intentional pump stop. The controller was disconnected for a routine transplant on 12jul2024 at 17:23:55. There were no other notable alarms active in the log file. There were no notable events in the log file that would indicate an issue with the system controller. The system controller, serial number (B)(6), was functionally tested and was able to support pump function for an extended duration without any issues or alarms activating. Additional information provided stated that the transplant was routine, and the device operated as expected. The heartmate 3 instructions for use section 4 entitled ¿system monitor¿ says to press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use (rev. B) section 5 entitled ¿surgical procedures¿ addresses how to properly prep the pump and provides a step-by-step procedure during implant. Heartmate 3 instructions for use (rev. B) section 4 entitled ¿system monitor¿ says to ¿use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed.¿ no further information was provided. The manufacturer is closing the file on this event.